Event description:
It was reported that an ilet pump displayed alert 32, indicating a motor processor communications error; the user restarted the device multiple times without resolution and received an unable to proceed alert when attempting a dry run, after which the device was replaced. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting by customer support and review of device performance based on user-reported alerts. Investigation of this case revealed a persistent communication fault consistent with a device malfunction associated with the motor control/processor communication pathway that did not resolve with standard restart and setup steps. It was concluded that the cause was a device malfunction with an unknown specific component-level root cause pending device evaluation.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."